Manufacturer narrative:
Date of event was not provided (unknown). It was reported in the initial submission that additional information was requested from the patient but the sentence should have read "information was requested about the patient".

Event description:
The patient had an eye injury some time ago and the iris was torn. Surgeon attached the iris with propylene suture. After 3 months there was no healing so surgeon decided to use the tac vitrectomy handpiece to remove what appeared to be decaying iris tissue. It was during this procedure that approximately ¼ inch of the decayed iris tissue was pulled into the cutters and torn from the healing iris. Customer stated that the handpiece became clogged.

Manufacturer narrative:
Product was requested to the account but they reported that the vitrectomy cutter had been sent to ambler surgical for repairs and is not being sent back to amo for investigation. Additional information was requested from the patient however, account representative reported that they gave us all the information and that is everything they have to say related to the event. Therefore, no other information is going to be provided. A review of directions for use for the vitrectomy cutter shows that the product was used off-label by surgeon as it is only designed to remove vitreous from the anterior chamber of the eye. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Manufacturer evaluation of product: manufacturer ((B)(4)) received the vitrectomy cutter and did an evaluation. Visual inspection found that the outer cutter tip was damaged and slightly bent. The motor/gearbox was inoperable. The cable was loose from the backcap. The product required replacement of several parts (outer cutter, the motor/gearbox, and the aspiration line assembly), soldering and cleaning. After repairs and full maintenance performed the cutter performed per specifications.